Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient could not get the implant to charge. Pt was getting no device found. The manufacturer representative (rep) told pt to go through passive recharge mode. The middle number was good, between 88-100. It did not go to normal charging screen. Asked if pt tried 3 consecutive sessions of passive recharge mode. Pt rep stated nobody told them to do 3 cycles. Patient was not available at the time of the call. Patient will try 3 consecutive cycles and call back if not successful. Troubleshooting could not be performed as pt was not available at the time of the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger product ID 97745 serial# (B)(6), product type: programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Case reopened <(>&<)> reassigned to send follow-up email and add secure note. Patient rep called back repeating information from previous call. Caller reported that they were unsuccessful in passive recharge; caller added that tried 3 cycles and were still unsuccessful. Agent had the caller inspect the recharger for any visible damage; caller confirmed no damage. Agent had the caller attempt to start a charge session; caller stated they got no device found. Agent had caller enter passive recharge and caller noted the number values were all 100's; agent asked what the number values typically are and caller mentioned they are all 100 but never lower than 88. Agent reviewed what to do when caller receives recharger and having to go through a cycle of passive recharge. Agent sent an email to repair to replace the recharger and an email to device registration to update the patients address. Patient rep called back s tating the equipment is still not working. Patient rep reported seeing software problem 1-intellis 2-3.6 3-358 4-gf-new last night. Controller is now black and unresponsive. Patient rep plugged the controller into the power supply cord without the battery inserted and confirmed the controller powered on. Patient rep confirmed the green flashing light above the screen when the battery pack was reinserted. Patient rep confirmed the controller indicated it needed to be charged. Patient rep will attempt passive recharge mode once controller is fully charged and call back if issues persist.